Manufacturer narrative:
The reported 2.3 curved osteoraptor sa, intended for use in treatment, will not be returned for examination. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the surgeon has reported using a curved osteoraptor device during surgery for shoulder stabilization. Post-operatively the surgeon noted an unidentified small fragment of metal in the shoulder. It is unknown if the piece of metal came from the osteoraptor introducer. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed for the reported device, there were no additional complaints of this nature or any indications that would suggest that the device did not meet product specifications upon release into distribution. Should the product and/or any additional information be received, the investigation will be reopened. Further investigation is not warranted at this time. This is a legal complaint from the united kingdom. The device has not been returned and no clinical/medical documents have been provided at this time. The medical investigation task will be closed until the necessary information is provided by our legal department.

Manufacturer narrative:
(B)(6).

Event description:
A surgeon has reported using a curved osteroraptor device during surgery for shoulder stabilization. Post-operatively surgeon noted an unidentified small fragment of metal in the shoulder. No further information was reported. It is unknown if piece of metal came from the osteoraptor introducer. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.